Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "incident happened on (B)(6) 2022, involved a female patient. The patient had the dialysis catheter inserted on 18 july. The doctor could not do his dialysis because the catheter was leaking under the skin along the path of the catheter line. The patient was sent back to the operating room on (B)(6) and had the catheter removed and had a dialysis catheter "palindrome" from brand "medtronic" this time."

Event description:
It was reported that: "incident happened on (B)(6) 2022, involved a female patient. The patient had the dialysis catheter inserted on (B)(6). The doctor could not do his dialysis because the catheter was leaking under the skin along the path of the catheter line. The patient was sent back to the operating room on (B)(6) and had the catheter removed and had a dialysis catheter "palindrome" from brand "medtronic" this time."

Manufacturer narrative:
(B)(4). The customer returned one chronic hemodialysis catheter assembly for analysis. The catheter body was assembled to the connector assembly and the compression cap and compression sleeve appeared to be fully threaded over the threads. Signs of use in the form of biological material were observed. Initial visual analysis of the returned sample did not reveal any defects or anomalies. After failing functional testing, it was noted that the catheter leaked at the distal end of the compression fitting. The connector fitting was removed from the threads to better analyze the internal connection of the catheter body to the connector assembly. It was observed that the green connector sleeve was not present on the assembly, which is not the intended assembly of this device. This likely contributed to the leaking encountered by the customer. The catheter was tested using a pressurized leak tester as received. The returned catheter body was occluded, and the lumens were connected to the lab leak tester. The sample was tested per bs en iso 10555-1, section 4.7.1 (amrq-000162 rev. 04) which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c." The leak tester was pressurized to 300 kpa and held for 30 seconds. Water was immediately observed exiting the distal end of the connector fitting. The connector fitting was removed, and it was immediately noted that the green compression sleeve was not present, which is not the intended assembly. A lab inventory green sleeve was threaded over the catheter body and the connector fitting was reassembled to the device. The catheter was attached to the leak tester a second time and pressurized to 300kpa for 30 seconds. No leaks were observed. A device history record review was performed, and three potentially relevant findings were identified. Three non-conformances were initiated for batches 13p19j0496, 13p19 g0670, 13p20d0396, 13p19l0341, 13p21a0188, and 13p20k0646 to address the issue of a compression cap damaged/defective. Despite this, it was determined that these past non-conformances are not relevant to the defect involved with this complaint as the returned compression cap was undamaged. The IFU provided with the kit, informs the user, "ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation". The IFU also states, "green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation". The customer report of leaking catheter was confirmed through complaint investigation. Visual and functional analysis revealed that the catheter leaked from the distal end of the connector fitting. Further analysis revealed that the green compression sleeve was not included in the assembly of the device, which is not the intended use. This likely contributed to the leaking encountered by the customer. Based on the customer report and the sample received, intentional use error likely caused or contributed to this event. The customer was contacted to inform them that the improper assembly of this device contributed to the observed failure mode. Teleflex will continue to monitor and trend for reports of this nature.